Event description:
It was reported that during a colon procedure, the device would not staple. There was no consequence for the pt. The case was completed by using another device.

Manufacturer narrative:
Info ancticipated, but unavailable at this time.